Manufacturer narrative:
The directions for use (dfu): filling the pump less than nominal results in a faster flow rate. The dfu also indicates that when filled to nominal volume, easypump lt flow rate accuracy is +/-15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 degrees c/88 degrees f against a back pressure of 40cm of water. A device history record was conducted, and all manufacturing operations were found to be within specification. A review of the lot history showed no confirmed complaints for fast flow for this lot. I-flow received two empty and used pumps for evaluation and investigation. The pumps were refilled with normal saline solution to the reported fill volume of 230ml and a flow rate accuracy test was performed. The pumps were found to meet specification. Product complaint is not confirmed.

Event description:
(Drug/diluent: fortum). Flow rate too fast. (Fill volume: 230ml and flow rate: 10ml/hr. The pump infused 18 hours instead of 23 hours. No adverse event occurred. Date of event: (B)(6) 2008. Per dfu: nominal fill volume: 270ml and nominal flow rate: 10ml/hr.